Manufacturer narrative:
Based on the provided information it is concluded that the injury as sustained by the patient is caused by a user error. The finger of the patient's left hand got pinched between the table top and the magnet cover, while moving the table into the bore. Within the instructions for use there are warnings related to moving the patient into the bore. During movement the operator should always check the patient's hands and make sure there are no extremities positioned in such a way that they can be caught. (B)(4).

Event description:
Philips received a report from a customer that a patient got injured on the little ring finger of the left hand. The finger got pinched between the table top and magnet cover, and needed 4 stitches.